Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but was unavailable: was this issue identified during the procedure? Unsure. What was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue )? Unsure. Was the needle piece removed from the patient during the same procedure? Unknown was there any additional tissue damage as a result of searching for the needle piece?unknown. Was additional dissection required in other organs/tissues other than the target tissue? Unknown. Were there any adverse patient consequences? Unknown. Procedure name? Unknown. Please provide lot number? "No number left with note, just code." To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, needle came away. There were no patient consequences reported. Additional information was requested.